Event description:
Patient was undergoing a bifrontal craniotomy at time of closure a classic plus 36-3010 codman 31, mayo sz 1.0 needle holder was being used to place sutures for dural closure. During the placement of a suture a portion of the carbide jaw plate broke away from the needle holder and the fractured portion of jaw plate unknowingly fell into the surgical bed. This was not noticed by the surgical team, nor the or staff intraoperatively, and closing continued. The procedure was finished without issue. All instrument and needle counts were correct at the time of the conclusion of the procedure. Post procedure, the patient underwent routine postoperative head CT where a metallic object was identified within the surgical bed. The surgical team determined this was not an intentionally placed surgical item. It was decided by the surgical team to take the patient back to the or the next day to retrieve the unknown and unintentionally retained item. Once the surgical wound was reopened, they identified the object as a 9mm carbide piece of the needle holder jaw plate. This was removed from the patient. The defective needle driver was located, and the piece retrieved from the patient was fit onto the instrument which confirmed there were no additional missing pieces. Additional head imaging was obtained as well to verify no other metallic items were unintentionally retained within the wound.